Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Pre-dilatation was performed once again in the mid left anterior descending artery at 20 atmospheres with a non-abbott balloon, and a new 2.5x8 xience rx v stent was delivered. The procedure was completed successfully. There were no patient effects, however, a clinically significant delay in completing the procedure was reported. No additional information was provided. Concomitant medical products: guide wire: runthrough extra floopy, sion blue(x2). Guide cath: launcher 7f ebu4. Rhv: co-pilot. Stent: xience v 2.5x28, nobori 2.5x24. (B)(4) distal to stent, re-insertion, and indication for use. The 2.5x08mm xience v delivery system (sds) was not returned for analysis which may have assisted in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. The anatomical conditions were reported as moderately tortuous and mildly calcified and an attempt was made to cross a previously implanted stent in the bifurcation, which likely contributed to the failure to cross. Furthermore, the sds was removed and re-inserted; however, the sds still did not cross. It is likely that an interaction with the lesion/anatomy during advancement may have resulted in disruption of the stent on the balloon and upon withdrawal, the stent dislodged inside of the co-pilot rotating hemostatic valve, thus causing a delay in treatment. It should be noted that the xience v instructions for use (IFU) states: treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Additionally, the risk decrease measures section of the IFU states: except in emergencies, the device is recommended not to be used in patients with unprotected left main, ostium and bifurcation coronary vessel disease and the delivery procedure section states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.]. In this instance, the IFU deviations likely contributed to the reported difficulties. Since there was no damage noted to the stent or sds prior to use, this would suggest a product deficiency did not contribute to the reported difficulties. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.

Event description:
During a procedure, pre-dilatation was performed, at the bifurcation, in the mid 2.5x6 millimeter sized, left anterior descending coronary artery and in the large 1st diagonal artery, using the kissing balloon technique with a 2.25x20 non-abbott balloon dilatation catheter for the left anterior descending artery and a 2.5x15 non-abbott balloon dilatation catheter for the 1st diagonal artery. A 2.5x28 xience v rx drug-eluting stent was delivered in the distal 1st diagonal, and then a non-abbott drug-eluting stent was delivered between the proximal left anterior descending artery and the 1st diagonal artery, overlapping the 2.5x28 xience v rx drug-eluting stent. Post-dilatation was performed using the kissing balloon technique with two non-abbott balloon dilatation catheters. A 2.5x8 xience v rx drug-eluting stent delivery system was advanced toward a moderately calcified, eccentric, 75% stenosed, de novo lesion in the moderately tortuous mid left anterior descending artery, but could not cross to the lesion, past the bifurcation, due to the non-abbott stent that had been deployed between the proximal left anterior descending artery and the 1st diagonal artery. The physician performed dilatation with a non-abbott catheter again, then re-inserted the 2.5x8 xience, but it was still unable to cross. When the 2.5x8 xience stent and delivery system were withdrawn without resistance from the anatomy, it was discovered that the stent had dislodged from the balloon and was found outside of the patient anatomy, but inside of the co-pilot rotating hemostatic valve. The stent was retrieved from the co-pilot valve.